Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. Philips technical support recommended customer perform est a couple of times to ensure consistent performance. Provided part number if issue persist. The customer reported est was re-run multiple times without failure indication. Unit was returned to service last week and there have been no reports of operational anomaly. Customer resolved.

Event description:
Caller reported clinical reports pressure relief valve (prv) fails extended self-test (est), customer was able to successfully perform est. The ventilator was not in use on a patient at the time of the event occurred.